Manufacturer narrative:
Patient information was unavailable. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a power failure while connected to a patient. It powered on but did not alarm when ac power was removed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event that the power module had an issue with ac power was confirmed during testing. The reported event that the power module would not alarm when ac power was removed could not be confirmed. The power module, serial number (B)(6), was returned to service depot and alarmed upon being connected to power during testing. Further inspection showed that the power supply printed circuit board assembly (pcba) would have to be replaced. The customer declined the repair, and the power module was scrapped and sent to product performance engineering (ppe) for further analysis. At ppe, the power module was connected to ac wall power, and the internal backup battery was connected. The power module booted; however, it was solely supported by the backup battery. This caused the power module to alarm upon booting. Additionally, when ac power was disconnected from the power module, the power module continued to alarm with no changes. The fuses in the ac power inlet assembly were found to be open. The issue was isolated to the power supply pcba. The power supply pcba was analyzed, and a short was found between the trace connecting the inlet and outlet of the ac power rectifier, which resulted in the fuses becoming damaged when the power module was connected to ac power; the power module alarmed and operated on the backup battery as intended when ac power was lost. Multiple good faith effort (gfe) attempts were sent inquiring about the patient¿s details, log files from the incident, if any alarm was associated with the power failure, and if the patient was impacted; however, no response was received. The root cause of the power module not receiving ac power was traced to the power supply pcba; however, the component could not be isolated. The root cause of the power module not alarming when ac power is removed could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate power module, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) the current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ explains that the power module requires preventive maintenance at least once every 12 months. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable. This section also details how to properly install the power module backup battery. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and informs on steps to troubleshoot, including power module indicator combinations and alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.